Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. During the procedure, it was noted that there was difficulty connecting a left ventricular lead to an adapter. It was also noted that the lead was damaged with an insulation breach. The lead was not used and a new lead was implanted without further consequences. The patient was stable throughout.